Event description:
Combo cath brush put on cart and packaged opened. Specials room dimly lit; unable to see clear plastic protective cover on tip of brush before inserting into ercp scope. Noticed that the red warning label on cover stating to remove prior to use was missing. Physician attempted to remove the cover from pt's small bowel using a snare; unsuccessful. Suspect the cover will simply pass, but it will be followed w kub's as much as possible.